Manufacturer narrative:
The evaluation of the returned pump did not reveal a device related issue. The specific cause of the reported infection could not be confirmed during the evaluation of the pump. Examination of the pumps blood-contacting surfaces, did not reveal any adhered depositions or thrombus formations. Visual inspection of the pumps bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient developed a driveline infection. A wound culture on (B)(6) 2016 was positive for escherichia coli. The patient was started on oral antibiotics. On (B)(6) 2016, the patient underwent a heart transplant. The customer reported that the patient was elevated on the transplant list due to the driveline infection. No additional information was provided.